Event description:
It was reported that the patient had an extrinsic outflow graft obstruction (eogo) characterized by a sudden drop in liters per minute (lpm), a low flow alarm, and a flashing red heart symbol. Outflow graft revision was performed. It was communicated on (B)(6) 2025 that there was a self-limiting left ventricular assist device (lvad) fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as computed tomography images were not provided for review, and a specific cause for the reported obstruction could not be conclusively determined. Further, review of the submitted log files confirmed low flow hazard alarms which were associated with a sudden decrease in flow; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained relevant events from (B)(6) 2025 through (B)(6) 2025. On (B)(6) 2025, the fixed speed was adjusted multiple times. Additionally, decreases in the fixed speed corresponded to decreases in motor power, as motor power and speed have a linear relationship. On (B)(6) 2025 between 14:49:29 and 16:23:58, one sustained and one intermittent low flow hazard alarm were captured. Of note, the low flow events appeared to be associated with elevated pi values. An intentional pump stop was observed on (B)(6) 2025 at 15:33:23 which appeared consistent with the reported outflow graft revision procedure. This pump stop was associated with left ventricular assist device (lvad) off, power cable disconnect, low power hazard, controller internal fault, lvad internal fault, and low flow hazard alarms. Following the pump stop on (B)(6) 2025 at 16:16:49, the pump ramped back up to the set speed and resumed operation without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms and the appropriate actions associated with them. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had intermittent decompensations under left ventricular assist device (lvad) with edema and weight gain. According to the computed tomography (CT) result the lvad remained unchanged with unchanged contrast agent exclusion in the outflow graft. According to the echocardiogram (echo) results, the outflow graft had intraluminal narrowing and paravasation. The outflow graft bend relief was surgically opened, and the jelly tissue was sucked out. The patient was noted to be doing fine.